Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted the helix was received extended and bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, during follow up check, the implantable pacing lead (ipl) had dislodged and the tip was bent. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.